Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed a missing latch. The device was able to power on using ac and battery and was able to remain on when switching between ac and battery power. The device was able to alarm with audio and visual status indicators when alarm conditions were met. The device was operated to obtain spo2 and pulse rate readings; however, the device¿s touchscreen was observed to be activating on its own. The device¿s touchscreen was determined to be defective. Spo2 accuracy testing could not be performed due to the continuous activation of the touchscreen. Internal visual inspection was performed and no internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. The customer also returned the docking station and the cable along with the radical-7 device, which were found to be fully functional. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Initial reporter zip code is entered as "(B)(6)" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).

Event description:
The customer reported the saturation that shows on the screen is not accurate. In addition, the customer reported ¿the screen started to change settings without anybody touching it is jumping back to the main menu all the time." No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).

Event description:
The customer reported the saturation that shows on the screen is not accurate. In addition, the customer reported ¿the screen started to change settings without anybody touching it is jumping back to the main menu all the time." No patient impact or consequences were reported.